Event description:
Consumer called stating that the rod to the horizontal piece that goes to the arm pad (possible adjustable arm post) on the mvps manual wheelchair has allegedly broke off. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model mvps, serial number/date code (B)(4) is approximately 6 years old. The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.